Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 400 mg/dl. Customer advised they have bronchitis and are working with their doctor to raise the basal rates to bring down their blood glucose levels. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the insulin pump was delivering insulin but the device alarmed no delivery. Customer advised there was an air bubble inside of the infusion set by the reservoir area of the tubing. Customer was advised to rewind the device, reinsert the reservoir and run manual prime. Customer received a no delivery alarm and it may have been caused by a set or reservoir occlusion. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.